Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The qc and calibration recovery data provided was acceptable. The field service engineer (fse) found that a cell wash solution aspiration tube had broken at the nozzle end and corrected it. The fse also adjusted the rinse water. Calibration and qc were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 197 mmol/l. The customer questioned the high result and repeated the sample. The repeat result was 134 mmol/l. No questionable results were reported outside of the laboratory.